Event description:
It was reported that damage to the pump housing caused difficulty in removing the cartridge. There was no adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.